Event description:
The manufacturer received information alleging the trilogy 202 device would not power up. The device was not in use on a patient at the time of the occurrence. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse informed the customer that the device had reached end of service so, there was no findings available for this issue. The customer was advised by the philips rse that a there was a third-party provider that may support the repairs of the device. The philips rse provided the information to the customer. There were no part(s) replaced, or no repairs made to the device for this issue. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.